Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker implant procedure. Upon fixation, it was noted that there was no current of injury and the lp failed to capture. Additionally, the impedance remained low. The procedure was completed using a transvenous pacemaker on (B)(6) 2025. The patient was stable.